Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. According to the received information it was possible to turn on the reported ventilator. Nevertheless, it alarmed for many technical errors that indicate missing communication with different parts in the ventilator. In addition, it alarmed for technical errors that indicate missing software options and ventilation disabled. During investigation on site, it was noticed by visual inspection that the main backplane that connects different printed circuit boards (pcbs) together, had an oxidation near the connector which explains the miss communication between different pcbs inside the ventilator. A liquid contamination can lead to a short circuit or even a ventilator malfunction. The conclusion is that the cause of the issue is the oxidation on the main back-plane pcb. Despite this, the source and the type of the liquid contamination before it became oxidized are unknown. The affected ventilator needs to be sent to the factory for the main back-plane pcb replacement. Yet, we haven't received the reported ventilator despite several reminders.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model and # e1 event site address were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. E1 - name and address - previous name and address: (B)(6), corrected name and address: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
In a previous follow-up emdr we have reported that the ventilator has not been fixed and it needs to be sent to the manufacturer for repair. We have received the reported ventilator. The previous cause of the issue has been confirmed as there was a short circuit between the inspiratory channel extension printed circuit board (pcb) and the main backplane pcb due to the contamination that was reported in the previous follow-up emdr. All other parts in the ventilator working as expected. The conclusion is that this ventilator will not be repaired and it will be scrapped.

Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).